Manufacturer narrative:
Device not available for investigation as it is still implanted in patient. Internal investigation in progress but not yet complete.

Event description:
During variax foot extraction it was confirmed that the screw had broken. The broken screw was left in the bone. The primary surgery was performed on (B)(6) 2012. The load was carried out carefully. The bone had fused without any problems.